Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected into the cheeks with dermal filler about six months ago and now experiencing lumps in the cheeks, near their ears both left and right side of the face. Patient reported the lumps are "hard" and "painful". Patient reported the lumps "move around".